Event description:
Boston scientific received information that during a follow up visit, it was noted his right ventricular lead was not pacing or sensing. An x-ray revealed the lead had dislodged and was located in the atrium. The patient with this lead is not pacemaker dependent. The device was reprogrammed to aai pacing. A revision procedure was performed. The lead was successfully repositioned with acceptable measurements post procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.